Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 531 mg/dl. Customer treated with a syringe. Troubleshooting was performed. Customer was assisted in performing a fixed prime and the insulin did exit. Customer was advised that the pump was working as designed. Customer was explained that the alarm was caused by a set/reservoir occlusion. Customer stated that the cannula is not bent. Customer inserted manually and has no scar tissues. Customer was advised that the alarm may have been due to a bent cannula. Customer's blood glucose level went up to 561 mg/dl. Customer treated with 5.1 units. Customer felt ill and vomited while troubleshooting. Customer will call back to check back on the situation. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.